Manufacturer narrative:
(B)(4). According to available information, this lead was successfully repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was successfully implanted. During the post operative night, the patient with this lead experienced a cardiac arrest. It was thought this may be due to lead dislodgement. A temporary pacemaker was connected. Subsequently, a revision procedure was performed. This lead was successfully repositioned. No further patient symptoms were reported.